Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a laparoscopic hysteroscopy, while delivering monopolar energy from the electro surgical generator the physician saw a sparkle electric arc into abdominal cavity. Electric arc was coming from monopolar device to bipolar forceps (both not olympus devices). Physician immediately stopped energy deliver and checked the situation, he saw a higher coagulation of the point than expected. The procedure was completed with minimal delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a laparoscopic hysteroscopy; while delivering monopolar energy from the electro surgical generator the physician saw a sparkle electric arc into abdominal cavity. Electric arc was coming from monopolar device to bipolar forceps (both not olympus devices). Physician immediately stopped energy deliver and checked the situation, he saw a higher coagulation of the point than expected. The procedure was completed with minimal delay. There were no reports of patient harm.